Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd solis vip pump under delivered an infusion of remicade. The patient was short 35ml out of 250ml. The nurse was able to infuse the correct amount after it was identified that the pump under delivered. There was no patient injury.